Event description:
The customer reported that insulin continuously was coming out during the manual prime process, and the device was stuck in the prime loop. The blood glucose reading was 140mg/dl. Advised the customer that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a loose drive support disk. No damage found on the motor.